Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h11 and concomitant products. Section b5: per the additional information received on 12-jan-2026, it was clarified that there was resistance encountered when advancing the prowler select plus 150/5cm microcatheter. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device (vdr) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged device deficiency required additional interventions (i.e., use of a micro-guidewire to massage the stent and dilating the vessel with balloon catheter) in an effort to fully expand the stent and preclude patient harm, the event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Per the additional information received on 23-dec-2025, , it was reported that the incomplete expansion of the enterprise2 stent resulted in blood flow restriction. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9700769) was used for an endovascular embolization procedure. During the procedure, the user reported incomplete expansion of the enterprise2. The event was initially reported as such, ¿incomplete expansion. It was reported that during procedure, doctor released stent. The distal markers of the stent opened well, but 3 proximal markers of the stent were converged which could not expand. Micro-guidewire was used to massage the proximal markers, but the markers were still unable to open. After the doctor used a balloon catheter (other brand) for dilation, the stent markers were still not completely opened as expected. The blood flow effect was not ideal. The doctor then completed the procedure. The surgery was prolonged about 30 minutes.¿ no patient harm was reported. Additional information was received on 23-dec-2025. Summary: per the information provided, the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance encountered during advancement of the device. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion did not result in stent migration or embolization of the stent. It was confirmed that there was evidence of blood flow restriction. The 30- minute delay did not result in a patient adverse consequence. Additional information was received on 04-jan-2026. Summary: per the information provided, there were vessel or aneurysm factors that may have contributed to the incomplete expansion (unspecified). Additional information was received on 07-jan-2026. Summary: regarding the statement, ¿there was resistance encountered during advancement of the device,¿ it was clarified that the resistance was encountered while advancing the microcatheter, rather than the delivery wire of the enterprise2 stent.